Event description:
Revision surgery - due to the patient suffering from a loose humeral stem and an unstable shoulder. The surgeon removed the existing implants except for the baseplate and screws. A long stem prosthesis was cemented in with a 44 +8 glenosphere.

Manufacturer narrative:
The reason for this revision was reported as the patient was suffering from a loose humeral stem and unstable shoulder after 1yr 10 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4)). A review of the product complaint report history showed this is the 1st complaint against the main contributor. The root cause for the loose humeral stem and unstable shoulder could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Hospital disposed.